Event description:
3-piece penile prosthesis placed, was non-functional for patient and surgically replaced. Manufacturer response for penile prosthesis, (brand not provided) (per site reporter). Given to field rep after surgical procedure.